Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging transmitter out of range alerts appeared in place of continuous glucose monitoring readings for more than three hours. It was reported the transmitter was more than 1 year old. The owner¿s guide instructs that the transmitter is to be replaced every 6 months. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.